Event description:
It was reported the device would not fit onto the carpal implant (small). There was a replacement device available. The surgeon could not get the carpal poly device to fit/clip onto the carpal device. Another device was available and was subsequently used in order to complete the surgical procedure. The event occurred during a procedure. The pt was not injured. No revision surgery was necessary. The age and gender of the pt is reported as unk.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The add'l investigation activities included. Results: lot# fx120 (7 pieces) was manufactured by (B)(4) located in (B)(4), received all ils (B)(4) on (B)(6) 2013, inspected (20 pieces) and released into inventory on (B)(6)2013. (B)(4) provided a final audit report, documenting that all measured dimensions were within tolerance for lot# fx0120, based on sampling of thirteen pieces. There is no evidence of any material defects or variances associated with carpal polyethylene implant lot# fx0120. The carpal polyethylene implants (70 pieces) were sent to ils san diego for packaging and gamma sterilization and were returned to ils (B)(4), inspected and released into inventory on (B)(6) 2013. There were no defects or variances associated with the packaging and sterilization processes. A query in the complaint file database did not identify other customer complaints associated with a unversal2 total wrist implant system in which the carpal polyethylene component would not fit securely to the carpal plate. (B)(4). Since this is the first complaint regarding the inability of a carpal polyethylene implant to fit securely onto the carpal plate. It is viewed as an isolated incident and will be monitored for trends. Conclusion: integra was unable to duplicate the non-conformance described in the complaint and therefore, cannot identify a root cause. There is a possibility that soft tissue interference prevented the surgeon from connecting the carpal polyethylene implant and carpal plate and that the interference was not present when the surgeon tried the second carpal polyethylene implant.